Manufacturer narrative:
This report is submitted september 17, 2019.

Manufacturer narrative:
This report is filed on july 24, 2019.

Event description:
Per the clinic, the patient experienced poor performance with device use; subsequently the device was explanted on (B)(6) 2019.